Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign, event occurred in (B)(6).

Event description:
It was reported that during surgery, the unit was cutting graft in half, and the handle won't come off. The handle could not perform the up and down motion. It was unknown if there was patient harm or surgical delay that may have occurred. Due diligence is complete; no further information is available.